Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between february 21-22, 2024. H11: the actual device was not available; however, a photograph of the sample and a video was provided for evaluation. The reported issue was not identified during the visual inspection of the photo sample. The reported condition was not verified on the photo sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: as the h4: device manufacture date is unknown, the UDI will consist of the primary di, the batch number, and the expiration date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva bag 1000ml bag leaked from an unspecified location. This occurred before use. There was no patient involvement. No additional information is available.